Manufacturer narrative:
Evaluation summary - a visual inspection was carried out on the device and a twist was detected on the balloon, approximately 11 cm from the proximal balloon welding. The tactile inspection did not report any other abnormality on the device. A 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed; no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: 1 bar: the balloon showed a change in the profile in correspondence of the former twisted point. 2 bar: the balloon showed a change in the profile in correspondence of the former twisted point. 7 bar: wrinkles were detected in correspondence of the former twisted point. 14 bar: the guide wire tube was found twisted underneath the former twisted point. The balloon was completely deflated in vitro without reporting any issues. Still image review: a still image provided shows the balloon twisted in the sfa during inflation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion in the mid sfa. The device was inspected and prepped prior to use with no issues noted. No resistance noted advancing the device to the lesion, no excessive force used /required. During the procedure the device was inflated however the device moved in the lesion while inflated and difficulty was encountered during deflation due to a twist in the balloon. The physician was able to gentle withdraw the device from the lesion and tried to avoid vessel twisting. The pacific xtreme was exchanged to another balloon after this "candy-wrapping" and the procedure could be completed without any further issues. No clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.